Manufacturer narrative:
Complaint information indicates testing is part of a trial. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result that was considered discordant compared to the nonreactive (negative) repeat result two weeks later. The reactive result was reported to the physician and questioned. Swab testing was performed for the patient and the result was negative. A corrected report was issued. There are no reports of patient intervention adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00389 on october 26, 2020. Additional information - 11/24/2020: siemens healthcare diagnostics has concluded its investigation of an advia centaur xpt sars-cov-2 total (cov2t) initial reactive result. A different sample from the same patient was tested 2 weeks later and resulted non-reactive. Multiple swab tests taken from this patient resulted non-reactive. No additional information has been provided by the customer. Based on the limited information, siemens is unable to rule out a sample specific issue. A product performance issue has not been identified. Customer is operational. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.